Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter distal shaft was kinked/bent. The stent was jammed within the catheter shaft and was protruding through the shaft. The functional inspection was unable to be performed. The reported event ¿catheter jammed¿ was confirmed during analysis. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported " the patient had severe stenosis in the ophthalmic artery segment of the left ica. The physician planned to use balloon dilation followed by implantation of a stent. After establishing the access, the physician delivered a guiding catheter and used a catheter in conjunction with a guidewire to advance to the stenotic site. Subsequently, a balloon was used to dilate the stenotic segment. After balloon dilation, the guidewire was advanced to a higher position. A stent was taken out of its packaging, thoroughly flushed with water, and then delivered. However, when the stent delivery system was advanced within the catheter to a position near the stenosis, it could not be further delivered despite multiple attempts by the physician. At this moment, although the y-valve had been tightened, the stent was pushed out and deployed at the tip inside the catheter, rendering it unusable. The catheter also became unusable due to the stent being stuck at its tip. Subsequently, the physician withdrew the entire system from the body and replaced it with a stent for delivery and deployment. The procedure was ultimately completed successfully." Additional information received from the customer indicated that the device was prepared for use as per the directions for use and the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The patient had severe stenosis. The catheter shaft was seen to be kinked/bent. The stent was jammed within the catheter shaft and was protruding through the wall of the catheter shaft. It is likely that the stent deployed inside the catheter because the inner body was inadvertently advanced independently of the outer body during advancement of the stent system through the distal section of the catheter. It is likely that this occurred because the rotating hemostasis valve (rhv) vent cap was not sufficiently tightened around the proximal end of the stent stabilizer. The stent likely protruded through the catheter shaft while advancing or retracting it with resistance. The reported event ¿catheter jammed¿ as well as the as analyzed events ¿catheter shaft kinked/bent', and 'catheter shaft has hole/perforation' will be assigned a probable assignable cause of use error as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. A deviation from the supplied dfu that resulted in a different medical product response than intended by the manufacturer or expected by the user.

Event description:
It was reported that during a procedure for a severe stenosis in the ophthalmic artery segment of the left internal carotid artery, the subject catheter became unusable due to the stent being stuck at its tip. However, the subject catheter was returned for analysis and was examined. During device investigation and analysis, it was discovered that the subject catheter shaft has hole/perforation. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.